Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in the left anterior descending artery. A synergy drug-eluting stent was implanted in the lesion. However, it was noted that there was a thrombosis occurred throughout the night after it was implanted. No further patient complications were reported.

Manufacturer narrative:
Describe event or problem updated. Device discarded by user, unable to follow-up. (B)(4).

Event description:
It was further reported that before the initial procedure, the patient was on dual antiplatelet therapy. In the hospital, the patient presented with chest pain and electrocardiogram (ECG) changes. Stent thrombosis was noted on the previously implanted stent in the left anterior descending artery (lad). Patient was brought back to the catheterization laboratory and stent thrombosis was treated with ballooning and aspiration. Angiomax was given during procedure but finished before the procedure was completely done. The patient was discharged without any issues on dual antiplatelet therapy.